Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using prostyle device after a percutaneous coronary intervention (pci) procedure using an 8f sheath. Reportedly, the lever was closed and an attempt was made to remove the device from the patient anatomy; however, the device could not be removed. The suture was then cut but the device still could not be removed. An echo was taken and it was noted that the foot had not retracted. The lever was re-opened and closed several times and the device was then able to be removed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.